Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product auto endo5 ml lot #73b1800287 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a lap chole three different ae05ml failed in the same way. The jaws did not close all the way and thus the clips did not lock and fell into patient's abdomen. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample is for this tc and tc 1900060832. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file pic_anp1900060687 for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. This was repeated two times with the same result. On the fourth attempt, however, no clip fired. Another attempt was made and, once again, no clip fired. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws and could also prevent the jaws from closing properly which could lead to the clips falling out other remarks: of the jaws. The sample was received with 14 clips remaining in the channel indicating that 1 clip was fired by the end user. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The reported complaint of "jaws not closing" was confirmed based upon the sample received. One device was returned. The device was received with 14 clips remaining in the channel indicating that 1 clip was fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which would prevent them from loading properly into the jaws of the device. The clip stacking could also prevent the jaws from closing properly which could lead to the clips falling out of the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that during a lap chole three different ae05ml failed in the same way. The jaws did not close all the way and thus the clips did not lock and fell into patient's abdomen. There was no patient injury.